Event description:
It was reported that the patient was presented to the emergency department stating that they passed out on the (B)(6) 2026. They mentioned waking up on the 20may2026 and their left ventricular assist device (lvad) was off. They connected to charged batteries and the pump restarted. Upon interrogation, the patient was having low flow alarms from 15:48 to 16:28:09 at which time they self-resolved. They had 3 pulsatility index (pi) events then at 19:21: 53 they got the low voltage advisory which escalated to a low voltage red battery emergency alarm at 22:00:08. A power cable disconnect alarm was seen and then at 22:43:27 patient had a no external power alarm. The internal battery powers device until 00:51:40 and the pump shut off. The patient reconnected themselves on 20may2026 morning (the clock reset so unclear what time, patient reports around 6am but a poor historian). Log files were revised by tech services which captured various associated faults with a loss of all power event. The patient appeared to have connected to battery power on 19may2026 and depleted the batteries into low voltage states on 20may2026. At 2:51am on 20may2026 the depleted emergency backup batteries (ebb) caused the pump rotor to stop. The system controller shut down a few seconds later. After an unknown amount of time external power was restored, and the pump appeared to resume normal operation with the system controller clock corrupt faults active. The system controller clock prior to the resynching was 3:30am indicated the system was powered back on for at least 3 hours and 30 minutes. No unusual rotor faults, pump temperature, or any abnormal pump faults were seen in the log file. Based on the data visible to us in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Additional information stated that the cause of event was due to user error. Patient did not experience any adverse events form the pump stop. The device operated as expected and patient was discharged at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.